Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the knife tip was damaged. However, the cause of the damaged knife tip dislodgement could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1- address- full name of the establishment is social medical corporation foundation (B)(6) hospital. The subject device was received and evaluated. Device evaluation confirmed the reported issue. Inspection of the device noted the tip had come off, missing chips were not sent. The adhesive for connecting the chip was applied all around the tip of the electrode, noted that there was no problem with the amount of adhesive applied. In addition, a burnt foreign matter attached near the knife electrode was observed. Instruction for use (IFU) : drawing number: gk6202 revision number: 18 contains the following information and states: in rare cases, chipping of the tip and electrode may occur depending on the usage conditions, such as when the high-frequency ablation power supply is set to coagulation mode, when the output is set high, when the power supply time is long, and when the contact length between the tissue and the incision knife is short. May fall off, deform or break the incision knife. Always check the tip for damage during use. If you find chipping or falling off of the tip or electrode, or breakage of the incision knife, stop using it immediately and use a spare high-frequency knife. Using a defective high-frequency knife may lead to perforation, heavy bleeding, etc. Also, use grasping forceps to collect the dropped tip, electrode, and incision knife. Aspirate any fluids, such as mucus, that are attached to the electrodes and dissection knife, tubing, or tissue within body cavities. Applying current without aspirating mucus or other fluids can lead to perforation, hemorrhage, mucous membrane damage, and burning of tissue not intended for incision. In addition, if the electrode and the incision knife are not aspirated with liquid such as mucus and the current is applied while the electrode and the incision knife are floating above the tissue to be incised, electrical discharge is likely to occur, resulting in chipping or falling off of the tip and deformation or breakage of the incision knife. There is a risk. Do not set the hf ablation power supply output too high or too low. Also, do not make the energization time longer or shorter than necessary. Too much or too little current can lead to perforation, hemorrhage, mucosal damage, and burning of tissue not intended for incision. Set the output setting and energization time appropriately according to the condition of the tissue to be incised. Also, when used with high voltage waveforms, the possibility of chipping or falling off of the tip and deformation or breakage of the incision knife increases. Use the minimum amount of high-voltage waveforms. The voltage strength of each waveform of the high-frequency cautery power supply is as follows. Incision wave/soft coagulation wave < mixed wave < coagulation wave < spray coagulation wave*1 (apc mode, etc.) 1: spray coagulation cannot be used with this product. Do not use excessive force to remove tissue attached to the tip. Also, do not pull out the incision knife abruptly or continuously, retract it, etc. To remove attached tissue. If you try to remove the attached tissue by strongly rubbing with tweezers, etc., pushing out the incision knife abruptly or continuously, or retracting it, excessive load will be applied to the tip, chipping or falling off of the tip, deformation of the incision knife, etc. Breakage may occur. Do not force insertion, insert with the incision knife sticking out, or insert abruptly. It may suddenly protrude from the tip of the endoscope, resulting in damage to the mucous membrane or bleeding. Also, if the resistance is high and insertion is difficult, return the angle of the endoscope until it can be inserted without difficulty. Forcibly inserting the endoscope when the angle is greatly curved may cause excessive load on the distal end and damage to the product such as cracking of the tip. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the distal tip came off while being operated outside the body during the examination (therapeutic procedure). Tip did not fell off inside the patient. The device was replaced with a similar device. The intended procedure was completed using similar device. There was no patient impact. No patient harm, no user injury reported due to the event.